Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer was treated with bolus for every thirty minutes and they were at 348 mg/dl. Customer reported that the blood glucose level was already stable due to bolus. Customer reported the bent cannula. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.